Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred when the pump was not exposed to extreme temperatures. Reportedly, the user successfully cleared the alarm and resumed insulin delivery. The user's blood glucose level was 230 mg/dl.